Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The lead was repositioned, and tested on the pacing system analyzer (psa) without the connector tool. The lead remains in-service. No additional adverse patient effects were reported.

Event description:
Additional information was received that this right ventricular (rv) lead was found dislodged on a preliminary x-ray during a procedure to upgrade the system with the addition of the biventricular lead. The rv lead was repositioned successfully, and tested on the pacing system analyzer (psa) without the connector tool. The lead remains in-service. No additional adverse patient effects were reported.